Event description:
Upon investigation, primary and outlet fva pins are experiencing slight drag when manually depressed. An internal investigation of the device revealed a buildup of a black substance on the fva pins. The fva pins were cleaned using alcohol.

Event description:
Customer reports the following: "biomed reported that pump is prompting an air in line alarm immediately when the infusion starts, biomed cleaned pins, still alarms. No patient harm. Update 15-aug-2023: from biomed: if you look at (B)(6), that is where the air in line issues started. I did see the same issues loading the tube set on (B)(6). I attempted to run an infusion three times today with two different known good tube sets that we use for testing and the air in line issue persists within ~2 sec of starting an infusion. Update 8/24/23 - biomed found 2 pins were dirty and not moving properly. He cleaned them and ran test infusion and now no alarms. Preliminary review indicates that sticky valve pins or a faulty spring cage were leading to misloaded set alarms and false-positive upstream-air alarms. The misloaded set alarms appear to be triggered by faulty movement of the pins. The upstream air alarms were all at startup and were all triggered by an empty ipc after successful ipc fills, meaning that the fluid was likely leaking back out the inlet valve because of the sticky pins. Pump should be returned for further analysis, as the pin cleaning performed may not be sufficient to prevent these issues from coming back. While this did not stop an active infusion, fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse effects were reported. More information is needed to complete the investigation.